Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. One unpackaged ar-9597-20, was received for investigation. The reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Functional testing was not performed due to the devices binding together.

Event description:
On 10/11/2022, it was reported by a sales representative via (B)(4) that a ar-9597-20 angled reamer sleeve cold welded with a ar-9676 drive shaft. This occurred on 10/03/2022 during a reverse total shoulder replacement when reaming on the patient with sclerotic bone. They were unable to separate the two pieces. The case was completed, with no patient effect reported. No additional information provided.